Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes, kidney failure and hypertension. The caller stated that the customer passed away at home, with the paramedics; the heart gave out. The customer became ill on (B)(6) 2015 and was hospitalized on (B)(6) 2015. The customer had an infection from wounds. The caller stated that the customer had diabetes complications of low blood glucose (unsure of the exact values). The customer had kidney disease, hypertension, and heart failure. The customer's blood glucose, at the time of death, was 104 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the insulin pump has been without a battery for over a month.